Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported that 3 different times today he heard his pump beeping and when he removed it from his pocket, he saw a temporary basal rate with 0.00. Customer pressed the check button and then his hourly basal rate displayed; he did not see w6 or w7. Customer reported he has never programmed a tbr. Pump was not in stop mode. Customer states he has no reminders set on pump and he would press the check button and the pump would stop beeping; exact type of error message is unknown. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.